Event description:
During a maintenance, it was observed that the roller pump of a heart lung console did not power up when it was plugged in. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.